Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced two infusion set was fell off during use event on 17-apr-2024. The blood glucose level was 120-160 mg/dl at the time of event. The infusion set was in use from 1-12 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.